Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to physical damage to lcd. The pump also had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of missing segments and partial display from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The mother stated that the customer was in a car accident and the pump had partial display. The customer broke her leg from the car accident. The customer is currently in the hospital and does not have access to new battery. The customer will be sent a replacement pump. The customer will return the pump for analysis.